Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the neurostimulator and all of the old leads and extensions were removed from the patient¿s body and a new lead and generator were implanted. The physician sent the device to pathology and it will not be returned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient was going in for revision on the day of the report, as they are unable to get stimulation. It was also noted that impedances were bad, and the ins is dead. The rep stated that the patient doesn¿t get stimulation in their legs, but gets it in their back where they have leads under the skin. The rep indicated that lead configuration is showing 2x4 and 1x8 with the top port being 2 quad leads and the bottom port being the resume lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for failed back surgery syndrome and spinal pain. It was reported that the patient's implantable neurostimulator (ins) was in overdischarge and required a power on reset (por). The patient was able to charge the device and get it working again following the por, but was unable to feel stimulation from the 8-15 lead. After an impedance check was done, it was found that there were impedances greater than 10,000 ohms on all electrodes 8-15, and on electrode 3. The patient was to follow up with their managing physician to discuss device replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that no replacement had been scheduled and no further actions/interventions were planned. The patient¿s weight was unknown. No further complications were reported/anticipated.